Event description:
The customer reported experiencing high glucose for the past two days. Troubleshooting was performed. The customer's recent glucose reading was 409 mg/dl, and he has treated with the insulin pump. Reviewed the alarm history and found a no delivery alarm. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime and passed. Performed a high pressure test and the test failed. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.